Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited noise with pocket manipulation in bipolar configuration. Then when switched to unipolar, exhibited noise and myopotential oversensing. An impedance spike in the past was also noted. The plan at this time, is to leave the device in bipolar configuration, as less noise than in unipolar. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)